Event description:
It was reported that the patient had an upgrade to a cardiac resynchronization therapy pacemaker (crt-p) device. The old leads were reused for the atrial and right ventricular (rv) leads however the lead serial numbers had been put in the device in the wrong order. When the surgeon asked which lead went in which port, the physician was given the wrong serial numbers. They did not realize the leads were in the wrong ports until after the case was finished. The patient was brought back to surgery the next day and the leads were put in the right ports. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5076-52, implantable pacing lead implanted: (B)(6) 2010. (B)(4).